Event description:
It was reported that the patient presented in clinic for routine device change out. Upon device interrogation pre-procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of device image determined backup occurred due to code corruption. The cause of code corruption could not be recreated or determined. After reloading product code, the device was found to have reached elective replacement battery levels due to normal battery depletion.